Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump began to vibrate after the customer suspended insulin delivery to shower and subsequently fell off the counter shattering the touchscreen. There was no impact to the customer's blood glucose (bg) levels. It was indicated that the customer had manual injections available for alternate insulin therapy.